Manufacturer narrative:
The reported event was ¿the patient experienced ventricular fibrillation, lost consciousness, and underwent emergency external defibrillation¿. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2024-72811. It was reported that during implant the patient suffered syncope on the right ventricular (rv) lead and the atrial (ra lead). The physician elected to explant the rv lead ra. The patient was in stable condition.